Event description:
Information was received from the (B)(4) study. Adjudication minutes were reviewed. The committee agreed that the patient had suffered a peri-procedural myocardial infarction. The patient is a (B)(6) woman with a history dyslipidemia and smoking who presented with unspecified unstable angina and a 99% stenosis with timi 3 flow in the proximal lad and a 90% stenosis the distal circumflex (cx). The interventional catheterization report described the proximal left anterior descending (lad) lesion as thrombotic. On (B)(6) 2010, the patient underwent the index procedure with treatment of two target lesions in the proximal lad and in the distal cx. The first target lesion in the proximal lad was treated with balloon angioplasty (voyager) and placement of one cypher (cxs28350/ lot 15079522) study stent. The interventional catheterization report noted the procedure was complicated by dissection after pre-stent balloon angioplasty. The patient had significant chest pain without ECG changes. The angiographic core lab reported a 19% final residual in-lesion stenosis with no dissection and timi 3 flow. Delivery of the study stent to the second target lesion in the distal cx was attempted, but without success, and it was withdrawn from the patient's body. As noted in the interventional catheterization report, the study stent would not even come close to tracking over the wire due to the severe angulation that was needed. One non-study stent was successfully delivered and deployed to the intended location. A small branch was pinched by the stent. There were no clinical sequelae reported. The angiographic core lab reported a 27% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was completed. The patient was asymptomatic post-procedure.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi. The patient is a (B)(6) woman with a history dyslipidemia and smoking who presented with unspecified unstable angina and a 99% stenosis with timi 3 flow in the proximal lad and a 90% stenosis the distal circumflex (cx). The interventional catheterization report described the proximal left anterior descending (lad) lesion as thrombotic. On (B)(6) 2010, the patient underwent the index procedure with treatment of two target lesions in the proximal lad and in the distal cx. The first target lesion in the proximal lad was treated with balloon angioplasty (voyager) and placement of one cypher (cxs28350/ lot 15079522) study stent. The interventional catheterization report noted the procedure was complicated by dissection after pre-stent balloon angioplasty. The patient had significant chest pain without ECG changes. The angiographic core lab reported a 19% final residual in-lesion stenosis with no dissection and timi 3 flow. Delivery of the study stent to the second target lesion in the in the distal cx was attempted, but without success, and it was withdrawn from the patient's body. As noted in the interventional catheterization report the study stent would not even come close to tracking over the wire due to the severe angulation that was needed. One non-study stent was successfully delivered and deployed to the intended location. A small branch was pinched by the stent. There were no clinical sequelae reported. The angiographic core lab reported a 27% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was completed. The patient was asymptomatic post-procedure. Adjudication minutes were reviewed. The committee agreed that the patient had suffered a peri-procedural myocardial infarction. The discharge summary reports a discharge diagnosis including acute coronary syndrome. The site reported no post-procedure complications. The patient was discharged the next day on dual antiplatelet therapy. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
The discharge summary reports a discharge diagnosis including acute coronary syndrome. The site reported no post-procedure complications. The patient was discharged the next day on dual antiplatelet therapy. The committee agreed that the patient had suffered a peri-procedural myocardial infarction related to the implanted cypher stent (cxs28350/ lot 15079522) in the proximal lad. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.